Event description:
Customer reportedly received results of 392 mg/dl and 187 mg/dl within 10 minutes on the active system. No action was taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.